Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the purse string suture did not fire completely. The surgeon applied suture to oversew without patient injury.